Event description:
It was reported that during a procedure at the user facility that the device got hot. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.